Event description:
During a vitrectomy procedure, the physician could not activate aspiration while cutting in the posterior chamber and the foot pedal sticks. The physician was able to finish the ease and there were no pt problems.